Event description:
After 10 years of implantation, this lead was explanted due to an infection.

Manufacturer narrative:
A response from the manufacturer is pending. Device was not returned.

Event description:
After 10 years of implantation, this lead was explanted, due to an infection.

Manufacturer narrative:
(B)(4).a response from the manufacturer is pending. (B)(4). Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures.device was not returned.